Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that the camera device would not power on. There was no procedure nor patient involvement reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated. It was reported that camera will not power on. Per service manual operational and diagnostic, this complaint can be confirmed. It was found during evaluation that the connector was damaged and accessory device was not recognized. Further, minor scratches were identified with the device upon decontamination. The repair of the device was however declined, and it is being placed into long term hold. The minor scratches on the device are most likely a result of user mishandling, probably during transport or storage of the device. User mishandling might be the most probable root cause for the damaged connector which would have caused accessory device to not be recognized and would have caused the customer to experience the reported problem. There are no indications from this complaint investigation that the issue/failure is manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: b5: subsequent follow-up with the customer, additional information was received regarding the event. Therefore, the event description has been updated accordingly.

Event description:
It was reported by the sales rep that preoperatively to a shoulder arthroscopy procedure on (B)(6) 2021, it was observed that the camera device would not power on. Another like device was used to complete the procedure without delay. There was no procedure nor patient involvement reported. No additional information was provided.